Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. When the physician withdrew a grey positioner after placing left iliac leg, blood leakage from hemostatic valve was observed. (Around 20cc - 30cc). Balloon was inserted from delivery system of left iliac leg, and it cut off blood flow. Then, the blood leakage was resolved. The patient had a favorable outcome.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically labeled in the IFU. No product was returned to assist in the investigation at this time. Check-flo discs critical dimensions are inspected during incoming quality control. An inspection of the captor valve assembly is performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA for this failure mode is currently open. We have found that tears in the webbing of the discs contribute to valve leakage. The cause of the tearing is unknown at this time, but we have found process improvements at the supplier level that likely reduce the occurrence of the failure mode. We are continuing to evaluate actions taken at this time and additional long term actions. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and based on risk assessment per qera, risk reduction is recommended. CAPA is currently open and addresses this failure mode.